Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were issues with the insulin pump. Customer's mother reported that the motor on the pump is not working. Customer's mother reported that she is experiencing high and low blood glucose levels. Customer's mother reported that during the displacement test, the motor stopped at some point and then continued. Customer's blood glucose levels at the time of the incident were not included in the report. Product is not expected to return.